Event description:
A male pt underwent aaa repair in early 2009. The pt had an abdominal aortic aneurysm and common iliac artery aneurysm. The pt had a proximal neck with a moderate angle. The procedure was conducted as prescribed. When the physician attempted to place the main body at the desired location, the main body migrated distally about 1cm. There was no endoleak noted, but the physician placed a main body extension proximally under the left renal artery as a precautionary measure. Pt is recovering.

Manufacturer narrative:
The development of the zenith device successfully completed all verification, validation activities showing the device met the design requirements, and the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contradictions, warnings, precautions, and the correct deployment procedure. The IFU lists anatomical criteria that, if followed, may prevent this failure mode from occurring. Specifically, the infrarenal aortic neck should have a length of at least 15mm, and angle less than 60 degrees relative to the long axis of the aneurysm, and an angle less than 45 degrees relative to the axis of the suprarenal aorta. The device remains implanted and no images were provided to assist in this investigation. Although no evidence exists to contradict the substance of the event description, there is no corroborating evidence at this time to consider the complaint confirmed. Specifically, no objective evidence to show the proximal sealing stent on the graft had moved relative to the anatomy from its original placement. However, we have notified the appropriate individuals and we will continue to monitor for similar events.